Manufacturer narrative:
The cord is not being returned by the end customer. Upon evaluation of the information received from the customer, it was confirmed that they were not following the guidelines on our IFU for the a1252c cord. Historical sales prior to the bovie purchase were (B)(4) within since january 2016. Since the bovie purchase, we have sold (B)(4) starting in september 2018. Bovie received 0 complaints of the same issue since january 2016 and this is the first complaint that we have received for the same issue. (B)(4). This can be seen as the final report unless additional information is obtained that alleges the need for additional actions. If so, a follow-up report will be submitted.

Event description:
The customer alleged that during a procedure, the patient was burned by the cord that attaches to the split pad.